Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of (B)(6) 2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure and during a subsequent vats procedure, the patient crashed when the physician was completing the last staple load of a 3rd party laparoscopic device. A crash cart was called for intervention. However, it was unknown what further medical intervention was required. The patient¿s current status was unknown.

Event description:
It was reported that after completion of a successful ion endoluminal lung biopsy procedure, the physician undocked the ion system and proceeded to begin a video assisted laparoscopic surgery (vats) when the patient¿s blood pressure went up and crashed. The event took place an hour and half after the completion of the ion endoluminal lung biopsy procedure. As reported, the crash (cardiac event) occurred when the physician was firing the last staple load, a 3rd party laparoscopic device. A crash cart was called for intervention. The reporter indicated "last she saw was a crash cart was being rolled in.¿ no other information was provided. There is no evidence or allegation that a malfunction of an ion system, instrument, or accessory occurred. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the isi endoluminal territory associate (eta) and obtained the following information: it was reported that the ion endoluminal lung biopsy portion of the procedure was completed, the patient was repositioned, and the event occurred an hour and half later, when the physician was firing the last staple load during the vats procedure. The product being used was an unspecified 3rd party laparoscopic product. It was reported the physician completed the vats procedure. Additionally, a crash cart was called for and the medical staff began to revive the patient. On (B)(6) 2022, isi followed up with the physician and obtained the following information via email reply: "the arrest had nothing to do with the ion bronchoscopic procedure and was related to the subsequent vats.¿ although requested, no additional patient/event information was provided.